Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5010swc was removed on (B)(6) 2019 due to a local infection and lingual threads being exposed 3 months and 6 days after implantation. The patient has history of hypertension. The doctor noted local infection and periodontal disease during explantation. The patient required bone augmentation for the operation. The patient required another surgical intervention to recover.